Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and heart attack and injection fraction of 20 on (B)(6) 2017 with blood glucose of in 590 mg/dl. The customer experienced symptoms such as tired, thirsty and had a heart attack. The customer was treated with insulin pump until the customer was taken to hospital and then in hospital they took off the insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer was taken to the hospital for the heart problem and they found out that there was something wrong with the insulin pump. The customer was admitted with chest pain, elevated troponin, low potassium which can happen when in diabetic ketoacidosis. The customer also reported about having infection in foot. The customer was hospitalized for ten days. The customer was unable to perform troubleshooting for no motor movement error as the insulin pump was not able to rewind. The customer declined troubleshooting for high blood glucose level. The customer¿s current blood glucose level was 164 mg/dl. The insulin pump will not be returned for analysis.